Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was found at elective replacement indicator (eri), and low impedance on the lead was noted. During the device replacement procedure, the impedance of the lead was measured using the pacing system analyzer (psa) and the impedance values were normal. The device was electively replaced due to normal eri, and the lead was left in place. The patient was stable with no adverse consequences.